Event description:
Pt called to report an alleged lap-band system "leak" that was first noted "(B)(6) ago," when "I had it set at 2.6 for a long time. Then all of a sudden feeling like nothing was happening" and pt experienced a lack of restriction. The physician removed all the fluid from the band, and noted that there was less fluid than they originally placed, then refilled the device. The pt reported having the fill adjustment performed "every 3 months for the past (B)(6)." Pt stated there was "a bunch of testing like x-ray or something in the beginning but they couldn't tell where the leak was." No additional diagnostic testing has been used to determine the location of the leak, although the pt stated the physician told her it could be leaking from the port, tubing or the band. The device remains implanted and explant surgery is not scheduled at this time. Follow up findings: health professional confirmed the pts report of a leak with the lap-band device. Explant surgery has not been scheduled.

Manufacturer narrative:
(B)(4). The rptr of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."